Event description:
It was reported that the patient's driveline got damaged and it was requested a driveline repair be done. On (B)(6) 2021 a cosmetic driveline repair was done. The repair was performed approximately 3 inches from the exit site. The yellow, black, and red wires were spliced. The new percutaneous lead was unable to be connected to the patient's controller. The patient's original percutaneous lead was immediately reconnected to the controller without issue. A bent pin was found in the new percutaneous lead metal connector. A new percutaneous lead cable was prepped and the driveline wires were re-spliced. The patient's original controller was replaced. The new percutaneous lead was connected to the new controller without issue. After the repair the patient was tethered on grounded patient cable without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was not confirmed as the controller was not returned for analysis, and no log files were submitted for review. Multiple attempts were made to determine if the system controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 25apr2017. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.